Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. The same day as peritonitis onset, the patient was treated with vancomycin (1.5gm, every 5hrs, one day) and "steady and trustworthy" (1.5gm, every 5hrs, one day). Ten (10) days later, the patient was treated again with "steady and trustworthy" (1.5gm, every 5hrs, one day) for peritonitis. On the same day as diagnosis, it was reported that the patient recovered from peritonitis. At the time of this report, the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.